Manufacturer narrative:
The device was returned to olympus for inspection, and the customers reportable malfunction was confirmed. In addition, the following non-reportable malfunction was found during the device evaluation: one-touch connector was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source front panel that powers the device did not respond. The button could not be pressed. The diagnostic procedure was able to be completed and the event occurred after completion. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: bis of turret dropped and intervened between switch plates. Olympus will continue to monitor field performance for this device.